Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, and values remained within a relatively normal range. Despite multiple troubleshooting attempts, the occlusion was ongoing, so the customer was instructed to continue using their current pump until the arrival of a replacement unit.